Event description:
It was reported that pump displayed cartridge change error and customer experienced very high blood glucose, with meter only showing ¿high¿ and no exact value recorded. Customer contacted technical support, inspected cartridge and pump areas, cleaned pneumatic tap, and attempted to reload cartridge but was not successful until technical support assisted with filling and loading new cartridge from replacement lot, after which customer successfully completed load process and resumed insulin delivery.